Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by stomach pain which occurred a day prior to the peritonitis diagnosis. The same day as the event onset, the patient was hospitalized and treated with ceftazidime injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. Two days after the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital, recovered from stomach pain and recovering from peritonitis. On an unknown date, pd therapy was temporarily discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from peritonitis 12 days after the event onset. Should additional relevant information become available, a supplemental report will be submitted.